Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a visual inspection revealed melting which was consistent with electrocautery damage. The helix was confirmed to be intact with no sign of damage. This lead was confirmed to be electrically continuous. As a result, the clinical observation could not be confirmed.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
Boston scientific received information that this right atrial lead was explanted due to dislodgement. No adverse patient effects were reported.